Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, while firing the whole procedure, the device had an incomplete staple line centrally. The firing speed was very slow, even in a medium tissue like jejunum. The handle even stopped firing in some of the resection. The performance of the handle was abnormal. They opened a new reload to finish the firing. There was no patient injury.